Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. The sensor interface board and the circuit identification board replaced to resolve the reported event.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1006-93050-000 anesthesia gas machine had an invalid module alarm preventing mechanical ventilation. The report was received from a single source. The reported event did not involve a patient.